Manufacturer narrative:
Visual inspection under magnification shows minimal wear on the electrodes with discoloration and contamination at distal end. There were no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line tested and performed as intended. The complaint was not verified and the root cause could not be determined since the tip of the device was not damaged. No damaged or loose parts were indicated and no parts were retuned with the device. The device performed as intended. There were no indications during manufacturing record review that would suggest that the device did not meet product specification upon release into distribution. (B)(6).

Event description:
It was reported that the tip of the wand was damaged and broke off during use. The broken pieces were removed from the patient using graspers and suction. Surgery delayed 60 minutes. No injury or other complications reported.